Event description:
It was reported that the customer's insulin pump delivered a 10.0 units bolus that he did not programmed. The customer's blood glucose reading was 303mg/dl. Troubleshooting was performed, and the bolus history, basal rates, daily totals, bolus wizard settings were reviewed. Assisted the father to run the displacement test passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.